Manufacturer narrative:
No device was involved in an adverse event. The design authority, (B)(4), has thoroughly investigated the mask labeling issue and the root cause has been isolated to mask packaging on a single rework. The physical masks, vented quattro air and non-vented quattro air, are clearly distinguishable in form and color as well as a different elbow connection size. In response to this investigation and in communication with our local recall coordinator, resmed has issued a product recall notification to all of our affected customers to ensure they are fully aware of the issue. (B)(4).

Event description:
It was reported to resmed that 5 non-vented quattro air nv masks had an exterior packaging labelled as a vented quattro air full face mask system. There was no patient injury reported as a result of this incident.